Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the extension was connected with two leads and the stimulator during surgery. After surgery, during programming the impedance of electrodes 2, 3, and 7 were >10,000 ohms. The measurements were tried a few times with different amplitudes, but the impedances were still abnormal. Those electrodes were needed for programming. The surgeon took the pt back to the or to check the connection. First the lead/extension connection was checked. The surgeon disconnected and reconnected it. The impedances were checked again, and still abnormal. The extension was replaced. Impedances were then ok, except for electrodes 1 and 7. These electrodes were not needed for programming, so the decision was not to change anything further. The pt was fine following surgery.